Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer's insulin pump went into threshold suspend because the blood glucose values on his sensor were incorrect. The insulin pump was showing low blood glucose values, but the customer's actual blood glucose reading was 146 mg/dl. Other readings were 86 mg/dl and 139 mg/dl when the insulin pump went into threshold suspend. Standard troubleshooting was performed. The sensor was not found to be damaged and there was nothing wrong with the insertion site. A test plug procedure was performed and it passed. The product is being returned. Nothing further was reported.